Event description:
Olympus was informed that during a unspecified procedure, the pt's colon was perforated. Olympus followed up with the user facility in an effort to obtain add'l info regarding the reported event but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the pt's outcome could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.